Manufacturer narrative:
Medtronic received the following information from the journal article entitled; multicentre post-evar surveillance evaluation study (evar-screen) matthew j. Grima, alan karthikesalingam and peter j. Holt eur j vasc endovasc surg doi.org/10.1016/j.ejvs.2018.10.032. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular repair of intact infrarenal abdominal aortic aneurysms. The following events were reported: malfunction: type I endoleak type iii endoleak migration limb kink.